Event description:
The pt experienced a shocking/jolting sensation at the neurostimulator site. There was no known accident or incident related to this event. The pt was at home in fair condition. Add'l info was requested.

Manufacturer narrative:
(B)(4).